Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads were replaced for an unknown reason, but the patient was still having issues. It was reported that the patient was experiencing other types of pain unrelated to the stimulator. The physician believed that the patient had psychological issues because he was never happy. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient's pain was not procedure related.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads were replaced for an unknown reason, but the patient was still having issues. It was reported that the patient was experiencing other types of pain unrelated to the stimulator. The physician believed that the patient had psychological issues because he was never happy. The patient underwent an explant procedure. No device malfunction was suspected.